Manufacturer narrative:
Device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. Escalation & trend/cluster assessment: complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Cluster assessments may also be completed to identify the number of similar or related complaints for a reported lot code. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that when attempting to remove the tampon after 3 hours of wear, the pledget fell apart and the string pulled out. She is confident that she was able to remove all the pieces that remained. No medical was needed.